Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen appeared dim and was intermittently unresponsive. Additionally, it was reported that the pump shut off unexpectedly. As well, as that an "electricity shock" occurred. The customer declined follow up from tandem technical support, therefore further information was unable to be obtained.